Event description:
A us distributor returned a monitor and reported monitor was displaying service codes / wrench codes.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was isolated to an open resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.